Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had diminished battery life. The insulin pump will not be returned for analysis.